Event description:
It was reported that prior to an endoscopic appendectomy procedure, there were no staples in the magazine. There is no further information available and no pt consequence was reported. One device is being returned.